Event description:
The patient presented to the clinic as an emergency with pericardial effusion. It was discovered that the lead perforated the heart wall. Emergency revision procedure was completed: right ventricular lead was explanted and re-implanted via the other side, stenosis of the left vein. Patient's outcome post emergent procedure was unknown.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.